Manufacturer narrative:
The graphical user interface printed circuit board (xena ii gui pcb) was returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation the field service engineer (fse) evaluated the ventilator and found communications and unexpected hardware signal. The fse found fluid traces in the gui (graphic user interface). The fse removed the fluid traces and replaced gui (graphic user interface) pcb (printed circuit board) to resolve the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during patient use, the pb840 ventilator experienced an audible and visual alarm and stopped ventilation. The ventilator generated an error code in the memory indicating an unexpected hardware signal. According to the ventilator logs, gui (graphic user interface) central processing unit (cpu) software stopped communicating with the bd (breath delivery) an error code was logged. The condition persisted causing a gui (graphic user interface) post (power on self test) to fail. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. This event is being conservatively reported as the field service engineer reported that there was a loss of ventilation during the event; however, there is no evidence from the codes reported, service manual documentation on the code or the repair performed that ventilator would have stopped ventilation during this event.